Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was emergency room (ER), where the site was lanced and bandaged. The patient stayed overnight in the ER.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. Symptoms reported include a bump, a red spot 2" by 2" or bigger and pain while walking. The patient visited doctor, who advised him to go to the emergency room (ER). In the ER, where the site was lanced (1/2" deep) and bandaged. The patient stayed overnight in the ER. Patient was prescribed cephalexin 500mg, to be taken 4 times daily; patient also received a second prescription but could not recall the name of the additional medication. The pod was removed in the ER.

Manufacturer narrative:
The following fields were updated based on additional information provided by patient on follow up call: describe event or problem: it was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. Symptoms reported include a bump, a red spot 2" by 2" or bigger and pain while walking. The patient visited doctor, who advised him to go to the emergency room (ER). In the ER, where the site was lanced (1/2" deep) and bandaged. The patient stayed overnight in the ER. Patient was prescribed cephalexin 500mg, to be taken 4 times daily; patient also received a second prescription but could not recall the name of the additional medication. The pod was removed in the ER. D4 - lot no: pd1c07172111 d4 - expiration date: 1/17/2023 d4 - unique identifier (UDI) #:(B)(4). H4 - device mfg date: (B)(6). 2021 h6 - adverse event problem/health effect - clinical code: e2330 pain.